Event description:
Event description cpi received information that during a routine replacement of an implantable pulse generator (ipg) this bipolar lead 'failed to capture at high output'. The lead was replaced with a new lead of the same model.